Event description:
The customer reported that an intellivue mp5 monitor had generated a visual speaker error "speaker malf" inop. No pt harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that they received a visible "speaker malfunction" inop. No pt was harmed as a result of this issue. The customer reported that (intermittently) there was no sound produced by this speaker. The speaker was replaced to resolve this problem. The visual inop would be obvious to users. In abundant caution, we will report this is a malfunction. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.